Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: image on screen was not suitable probable root cause: cables hdmi cables connectors digital board power supply filter / fuse ac inlet board main board transition board intermittence between transition board and ch connector software camera head (sensor, sensor cable) coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring) problem toggling light source connected monitors leaking poor grounding (e.g camera head connection from cable to transition board.) No/incorrect communication with light source soaking cap disconnection during sterilization electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge cybersecurity attack pendulum ch inertial measurement unit (imu) incident light from surgical scene is reflected by coupler/ch window use error h3 other text : 81.

Event description:
It was reported that there was conversion to open.

Event description:
It was reported that there was conversion to open.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.